Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. The trima 1t05055 configured final platelet concentration after automatic pas addition is 1400x10e3 per microliter. The quality control measured platelet concentration of 1393x10e3 per microliter was very close to meeting the targeted final concentration. As such, the measured platelet yield was calculated to be low due to the low measured final platelet product volume of 342ml versus the targeted platelet volume of 430ml. Additionally, the wbc count was calculated to be 34.2e6 wbcs. Run data file analysis confirmed that platelets did not exit the lrs chamber as expected throughout this collection. Instead, platelets were delayed in exiting the lrs chamber and were not exiting at the expected steady state concentration. It is possible, though not conclusive, the clamps on the platelet loop or bag lines may have been closed for a portion of the platelet collection leading to a lower than expected volume of platelets to be collected and the reported leukoreduction failure.

Manufacturer narrative:
This report is being filed to provide additional information in e.1, e.3, h6 and h10. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in b.6 and h.10. Investigation: the run data file (rdf) was analyzed for this event. The trima 1t05055 configured final platelet concentration after automatic pas addition is 1400x10e3 per microliter. The quality control measured platelet concentration of 1393x10e3 per microliter was very close to meeting the targeted final concentration. As such, the measured platelet yield was calculated to be low due to the low measured final platelet product volume of 342ml versus the targeted platelet volume of 430ml. Additionally, the wbc count was calculated to be 34.2e6 wbcs. Run data file analysis confirmed that platelets did not exit the lrs chamber as expected throughout this collection. Instead, platelets were delayed in exiting the lrs chamber and were not exiting at the expected steady state concentration. It is possible, though not conclusive, the clamps on the platelet loop or bag lines may have been closed for a portion of the platelet collection leading to a lower than expected volume of platelets to be collected and the reported leukoreduction failure. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation is in process. A follow-up report will be provided.